Event description:
It was reported on (B)(6) 2014, that a patient underwent an initial surgery on an unknown date due to an accidental shooting injury in the radius ulna. The surgeon at the time implanted a lcp dia-meta volar distal radius plate. While at work, the patient moved a heavy object and broke the plate midshaft. There is a 3 cm segmental defect where the plate broke. Patient experienced pain, discomfort and irritation when the plate broke. It was also reported the patient returned for a revision surgery on (B)(6) 2014. Although the date of original surgery is unknown, revision surgery shows indications of healing. The surgeon removed the broken plate and implanted a 3.5 mm lcp metaphyseal plate. Surgery was successfully completed without surgical delay. The patient was fine after revision surgery. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: this implant is intended for fractures, osteotomies, and non-unions of the radius and other small bones. Information is provided per the lcp dia-meta volar distal radius plates technique guide. The returned plate, lot number 5696261, was manufactured february 2008. It was received broken into two pieces. The break is located on the proximal side of the seventh hole from the proximal end. The remainder of the device shows surface scratches and some deeper scrapes. There is a slight upward bend that starts between second and third hold from the proximal end and extends to the proximal tip. Also, there are nicks on the underside of the proximal hole and the heaviest scraping on the surface of the plate is located proximally. This bend and scraping is like the result of contouring with bending pliers to fit the patient¿s anatomy. Based on the returned condition, the complaint condition is confirmed but cannot be replicated since the plate was received broken. The plate was manufactured after the release of the current drawing revision. Therefore, a review of the current edition of the design drawing was performed. The design was found to be sufficient for its intended use and there were no noted failures to meet specification. Therefore, this complaint condition is not the result of a design deficiency. The break is consistent with the result of excessive shear forces and it is likely that early patient activity and/or non-compliance resulted in the complaint condition. This may have been further impacted if there had not been sufficient fracture reduction. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. In absence of solid bony union, the weight of the limb alone, muscular forces associated with moving a limb, or repeated stresses of apparent relative small magnitudes, can result in failure of the implant. It was reported that ¿while at work, the patient moved a heavy object and broke the plate mid-shaft¿ and that there were ¿indications of healing¿ at the revision surgery which show evidence that overload of the implant prior to sufficient bone healing resulted in the broken plate. In conclusion, the complaint condition is confirmed that the plate is broken. The design was found to be sufficient for its intended use and the complaint condition was most likely the result overload of the implant prior to sufficient bone healing caused by incomplete fracture reduction, early patient activity, and/or non-compliance. The risk analysis adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date reported as january 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no complaint related anomalies. The device history record shows lot 5696261 of lcp dia-meta volar distal radius plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.